Event description:
Customer's granddaughter reports back to back testing of herself on the same meter while using the advantage system with results of 435 mg/dl and 138 mg/dl. No quality controls were run. No adverse event reported regarding granddaughter. A request was made for return of the suspect product and a replacement was sent.